Event description:
Pt was implanted with plate and 11 screws construct on (B)(6) 2011, for a distal femur fracture. Post-operatively, the pt experienced mal-union with a broken plate and one broken screw. Pt was returned to the operating room on (B)(6) 2012, for revision to remove all hardware and implant new, longer plate construct. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record (DHR) found nothing that would cause or contribute to the reported incident. All specification requirements were acceptable during mfg and release of subject product.